Event description:
It was reported that the top joint of the spider tenet was jammed and won't articulate. Incident occurred before a shoulder arthroscopy. A back-up device was available and it is unknown if there was any delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. The charger and battery were included. A functional evaluation revealed the slender arm was stiff. The piston migration was at 1.7 inches. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include contamination and debris entering the mechanical joints of the device damaging the pressure rings or pressure cups. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.